Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and no blank display anomalies were noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor (gold). No unexpected restart alarms noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer's father reported via phone call indicating that insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown. Customer stated that he can't checked alarm history because the pump is completely blank. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer is call after receiving a new battery cap. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.